Event description:
The nurse reported that the cns application on the central nurse's station (cns) spontaneously reboot on its own and would not come back up. When trying to reboot the cns, she received some kind of network error but could not recall what it said. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the cns application on the central nurse's station (cns) spontaneously reboot on its own and would not come back up. When trying to reboot the cns, she received some kind of network error but could not recall what it said. Technical support (ts) had her try rebooting the cns one more time and it came up to the monitoring software with no issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating they were unable to provide the requested information.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) that was monitoring their tele devices, spontaneously shut down and would not come back up. Technical support (ts) verified that all cables were fully plugged into the cns and a working outlet. It was noted that the user had a space heater under the desk near the cns, so heat could be a factor. There were no lights on the front of the cns and pressing the power button resulted in no lights and no sounds. No patient harm was reported. Investigation summary: nk tech support guided the customer through an additional power cycle of the cns. Following a graceful reboot, the system successfully launched the monitoring software and returned to normal operation. The reported error message was no longer present and could not be reproduced. The root cause could not be determined. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/27/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/05/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating they were unable to provide the requested information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that the cns application on the central nurse's station (cns) spontaneously rebooted on its own and would not come back up. When trying to reboot the cns, she received some kind of network error but could not recall what it said. No patient harm was reported.